Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with hypoglycemia. Blood glucose (bg) values dropped to 27 mg/dl while wearing the pod between 4 and 24 hours. The patient reported they lost consciousness. For treatment, the patient was given intravenous (IV) fluids and a glucagon injection. The patient was given a prescription for a glucagon kit. The patient was discharged after 3 hours.